Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause is improper bone prep or not inserting the anchor co-axial to the prepared hole. The achilles speedbridge surgical technique specifically mentions using the supplied punch / tap to prepare the bone holes. Furthermore, the directions for use (dfu-0087) warns against attempting to implant into hard dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device sequestered by user facility.

Event description:
It was reported via (B)(4) that during a right plantar fascia release/plantar calcaneal spur resection procedure there was a usage problem with the ar-8928bc-cp. Additional information obtained is as follows: the surgeon was implanting the ar-8928bc-cp when the implant broke. The surgeon was able to retrieve a portion of the implant while a portion was left in the bone. Surgeon felt the four anchors in place and the tendon was tight and would be strong enough without replacing the broken anchor. Per facility the device has been sequestered and will not be returned.